Event description:
A report was received that the pt's physician has recommended the pt be explanted, due to headaches and discomfort in the pt's neck where the device is located. The pt does not have a surgeon to perform the explant yet.